Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing nerve pain on the foot due to migration. The physician believed that one of the leads was brushed anterior and irritated the nerve root during a trial procedure. The patient underwent a revision procedure wherein the brushed lead was removed and pain medications were given.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5114067, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient was experiencing nerve pain on the foot due to migration. The physician believed that one of the leads was brushed anterior and irritated the nerve root during a trial procedure. The patient underwent a revision procedure wherein the brushed lead was removed and pain medications were given.